Event description:
Information was received from a healthcare provider via a device manufacturer representative regarding a patient receiving gablofen (66mcg/day) via an implantable infusion pump. It was reported that the patient had a refill and all contents were still in the pump (40 ml¿s). The provider refilled the pump and kept the dose at 66 g per day and made a plan to see the surgeon the next day. At 6 am the next day the patient was having overdose symptoms (sleepy and too loose). The patient was admitted to the emergency room and the plan was to replace the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician determined the pump was not malfunctioning, he did pressure tests and checked the pump for flow and determined it was the catheter not the pump and the hospital holds for analysis. The cause for the volume discrepancy was determined. Per the physician, the catheter connector was at fault and he replaced the catheter connector and also replaced the pump and was functioning with the new connector and pump. There were no falls or other issues reported in regards to if there were any environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was revision of the catheter connector. The event was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2004, product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8709, serial# (B)(6), ubd 2006-10-14, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.